Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was alleging under delivery. Customer's blood glucose value was unknown at the time of incident and the other blood glucose level was 15.8 mmol/l. The customer was assisted with troubleshooting. The customer was treated with manual injection and insulin. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did mentioned symptoms related to high blood glucose event such as nausea, abdominal pain and vomiting. Customer reported that they have contacted their healthcare professional regarding the high blood glucose level. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. Customer stated that the auto mode feature was active and automatically adjusting insulin at time of high blood glucose level. The reservoir will not be returned for analysis.